Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 1.4, second test inr = 1.3. This case qualifies as an adverse event due to the fact that the patient's dose was adjusted.

Manufacturer narrative:
Inratio precision data provided by end-user lot 070308: first test inr = 1.4, second test inr = 1.3, mean = 1.35, sd = 0.07, %cv = 5.24%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. This case qualifies as an adverse event due to the fact that the patient's dose was adjusted. Adverse event follow up: per update in 2007, the patient in the adverse event is stable and in good health as per rep. Product will be investigated when returned.